Manufacturer narrative:
(B)(4) date of event has been estimated. In the absence of a reported part number, the UDI cannot be calculated. Date of implant has been estimated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: a randomized trial comparing the neovas sirolimus-eluting bioresorbable scaffold and metallic everolimus-eluting stents.

Event description:
The following information was reported through a research article titled: a randomized trial comparing the neovas sirolimus-eluting bioresorbable scaffold and metallic everolimus-eluting stents eligible patients with a single de novo native coronary artery lesion with a reference vessel diameter 2.5 to 3.75 mm and a lesion length of 20 mm were randomized 1:1 to a non-abbott bioresorbable scaffold group versus xience cobalt-chromium everolimus-eluting stents (cocr-ees) group. Angiographic follow-up was performed in all patients at 1 year which identified stent malaposition. Baseline and follow-up optical coherence tomography and fractional flow reserve were performed in a pre-specified subgroup of patients.